Event description:
Literature was reviewed regarding the outcomes of transcatheter pulmonary valve replacement (tpvr) in patients who did not meet the valve oversizing criteria. The study population consisted of 22 patients who all underwent tpvr with the medtronic 25 mm harmony valve. After tpvr, the authors observed the following: trivial pulmonary regurgitation, trivial to mild paravalvular leak, non-sustained ventricular tachycardia or frequent ventricular ectopy treated with anti-arrhythmic medication, implantable cardioverter defibrillator placement (in a patient with a background of severe ventricular dilation and dysfunction), and prolonged hospitalization for monitoring/management of transient arrhythmias. The authors wrote, ¿during a median follow-up of 7 months (0¿23 months), there were no deaths, major arrhythmic events, valve-related adverse events, or reinterventions.¿ separately, the authors mentioned that they were made ¿anecdotally aware¿ of a few cases in which the oversizing criteria was met but 25 mm harmony valve implant was unsuccessful for one of the following reasons: the implanter elected not to place a valve based on angiographic findings, the valve was retrieved due to unstable position, or the implanted valve embolized or migrated to a non-functional location. No further details were noted in the article.

Manufacturer narrative:
Citation: mcelhinney db, gillespie mj, aboulhosn ja, et al. Transcatheter pulmonary valve replacement with the harmony valve in pati ents who do not meet recommended oversizing criteria on the screening perimeter plot. Circ cardiovasc interv. Published online april 12, 2024. Doi:10.1161/circinterventions.123.013889 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.